Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 398 mg/dl and a correction bolus was delivered to address the high bg. The customer stated that the high bg was due to a new medication that was prescribed. The customer made a call to the nurse and was waiting for a call back to discuss the high bg. During a follow-up call, the customer reported the bg level had dropped to 358 mg/dl and declined further follow up from tandem technical support.